Event description:
It was reported that deployment difficulties were encountered requiring additional intervention. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified renal artery. A 6.0mmx14mmx150cm express vascular sd stent was advanced but failed to be deployed and the device remains inside patient's body. The physician managed to deploy the device by overlapping a new stent and keeping the lumen. The procedure was completed with another of same device. No patient complications were reported.